Manufacturer narrative:
Additional information was received indicating there was no patient involvement, the issue was found prior to use with a patient.

Manufacturer narrative:
One cadd legacy plus pump was returned for analysis in good condition for the complaint of an occlusion test failure. The device event log displayed an upstream occlusion alarm message. An upstream sensor test and visual inspection was performed. The customer's reported problem was verified. The upstream occlusion sensor was found to be not activated. The faulty upstream occlusion sensor will be replaced.

Event description:
Information was received indicating that a smiths cadd-legacy plus pump failed the upstream occlusion test. There was no reported injury to the patient.